Event description:
Arterial line catheter collapsing over guidewire and unable to thread over guidewire into vessel without it bending and collapsing. Manufacturer response for wire, guide, catheter, arrow (per site reporter) documented with vendor. No other communication from vendor was given for this event.